Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that after bmhr surgery had been performed on (B)(6) 2009, the patient experienced a femoral neck fracture on the left hip. This adverse event was solved by a revision surgery to explant the stem and femoral head on (B)(6) 2009. The patient underwent a second revision surgery on the left hip due to a metal related pathology on (B)(6) 2021. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: it was reported that after bmhr surgery had been performed on (B)(6) 2009, the patient experienced a femoral neck fracture on the left hip. This adverse event was solved by a revision surgery to explant the stem and femoral head on (B)(6) 2009. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Since part/lot details were not received for investigation, a complaint history review, manufacturing record review and device labelling / IFU review, historical escalation actions review or assessment of the reported event could not be performed. If the products or additional information become available in the future, the tasks will be reopened and performed. No medical information is available. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.